Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed and there were no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. It was further reported there was fluid flow with the twist clamp closed. The leak was discovered during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.